Manufacturer narrative:
G4: 27aug2020, b4: 28aug2020. The customer was also provided with the part number for the user interface (ui) to power management (pm) board cable and not for pm board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 11jul2020 b4: (B)(6) 2020 d4: UDI#(B)(4). Philips respironics was not authorized to evaluate the device. The customer requested part numbers for the liquid crystal display (lcd) assembly, lcd display, and touchscreen only. The customer was also provided a part number for the power management (pm) board. Multiple attempts have been made to try to get the status of the device with no response received from the customer. Complaints will continue to be monitored for trends. The determination could not be made that the device failed to meet specifications. There was no part returned for evaluation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28apr2020.

Event description:
The customer reported that the display is distorted. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.